Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in previously implanted mitral ring, is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. It is possible that some of the factors described above contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: antonio fontes, study presented at europcr paris 2018. Hanging by a ring. 2018 may, paris, france.

Event description:
As reported by an edwards affiliate, a study from (B)(6) was presented during europcr 2018 conference titled, "hanging by a ring", approximately two weeks after implant of a 26mm sapien xt valve inside a mitral ring case (valve in ring procedure) by transseptal approach, the patient developed a cardiogenic shock. An echo (tte) revealed a displacement of the prosthesis causing severe mitral regurgitation and moderate tricuspid regurgitation. Both ring and valve were partially unattached. Surgical intervention was performed and a non-edwards valve was implanted in mitral position and de vega tricuspid annuloplasty was performed. A post-procedure echo revealed prosthetic valve in mitral position with mild regurgitation and no regurgitation with the tricuspid valve. The patient was discharged asymptomatic. The sapien xt valve is not available for evaluation.